Event description:
Pt was dropped / fell to the ground when the power load system on the ambulance apparently malfunctioned and the gurney legs did not go up. The pt was undergoing CPR when the event occurred. The suspected malfunction appears to be related to a sensing/communication problem with the trolley (the loading device physically attached to the floor of the ambulance) not recognizing the gurney is attached.